Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient noticed difficulty recharging the sunday prior to the report where the recharger was unable to locate the ins. After palpating the area, it felt like the battery was lower than it was previously. The hcp had the patient come in on (B)(6) 2019 and x-rays were taken to confirm the battery had moved lower. A pocket revision was planned, but it has not been scheduled yet. It was unknown what led to the issue. No further complications were reported.